Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor would not connect. It was reported that the sensor was removed and the cannula broke and appears as if it is in the customer's body. It was reported that the customer was at the hospital waiting to see the doctor. The customer's blood glucose level was reported to be 223.2mg/dl. It was reported that the customer was advised to call back with an update.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor; per our visual inspection found the sensor in full with no missing or broken parts noted during our analysis also, inspected the introducer needle for burrs, hooks and dull needle tip defects none were found; the introducer needle passed per specifications.